Manufacturer narrative:
The insulin pump was received with depleted alkaline battery in the battery tube. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Data analysis: the insulin pump was not in use from (B)(6) 2015 history download showed that the insulin pump had a daily total of 5.45u to 18.6u. Basal total was 5.45 to 18.6u. Bolus total was 0.0u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 215. The caller stated that the official cause of death is not yet available. The caller noted that the customer had kidney disease and the dialysis was not helping the customer anymore. The customer also had liver damage and heart disease. The caller did not know the customer's blood glucose at the time of death. The customer's last recorded blood glucose value was 120 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; it had been disconnected five (5) days prior to passing. The insulin pump had bee disconnected by the doctor due to the illness and confusion; the customer was becoming confused and was trying to over infuse himself. The customer did not use sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.